Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to user error.

Event description:
During insertion of the distal screw, the tip of the hexagon twisted. This event did not cause an adverse consequence to the pt or surgical delay.